Event description:
It was reported that multiple intermittent occlusion alarms occurred. The issue resulted in a visit to the emergency room, followed by hospitalization where the caller was admitted to the intensive care unit on (B)(6) 2026. The highest blood glucose reading related to the incident was 457 mg/dl, and no injury occurred, although an unspecified level of ketones were present. The ketone level was not deemed dangerous by healthcare professionals. Treatment involved IV fluids of saline and insulin, which successfully resolved the issue, and no permanent damage was identified. The customer had not been released from the hospital at the time of reporting. Reportedly, the customer reverted to an alternate method insulin therapy.